Event description:
There are four attachments for the stryker power drills that are used when raising the bone flap for craniotomies. Four of these attachments have demonstrated poor performance. After further investigation, it was discovered there was rust or debris deposits in a supposedly sealed area of the device that cannot be cleaned. Presence of this foreign material could contaminate the sterile field. There have been no patient injuries at this time. The manufacturer is aware of the issue and informed us that they are redesigning the attachments.